Event description:
Caller states the patient tested 2.9 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.2 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.